Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up, in situ measurements showed affected channels. Parents do not report any significant event and did not indicate any decline in performance. There are no changes in health or known trauma to device. Clinic would like to proceed within the next 2 months with re-implantation.

Manufacturer narrative:
Exemption number: e2015033.conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition it was reported that a complete insertion could not be achieved during implantation surgery. Reportedly, two channels were left out of cochlea at the time of implantation, which might have contributed to the lack of benefit. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the report of july 10, 2013, the pt implanted in 1999, can no longer hear with her device since (B)(6) 2013. She had dropouts with her ci for the recent two months, additionally she heard some strange sounds with her ci.